Event description:
The bipap a30, silver series device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed foam particles inside the assembly. Additionally, the error code log was unable to be extracted due to a sd card reader malfunction. The service technician also noted tobacco contamination. The device was scrapped by the service center after the evaluation was completed.